Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient had bsc ¿ advantage fit implanted on (B)(6) 2009 by (B)(6). It is also reported that a bard ¿ marlex mesh procedure was performed on (B)(6) 1994 by (B)(6). It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/24/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat procidentia, stress urinary incontinence, persistent lower back pain and pelvic pain, extensive pelvic adhesions, previous unknown mesh sacropexy and cystocele. It was reported that the patient underwent the concurrent procedures of pelvic exam under anesthesia, exploratory lap, extensive lysis of adhesions, paravaginal repair and complicated redo of bladder suspension during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with hysterectomy and bso.